Manufacturer narrative:
Subsequent information was received that an additional episode of noise was detected on the rv lead. The noise was oversensed resulting in pacing inhibition for four seconds. Additionally, pacing impedance measurements had changed by 500 ohms. An invasive procedure was performed four days later. The lead was surgically abandoned and the device was explanted and replaced due to left sided occlusion. A new system was implanted on the right side. No additional adverse patient effects were reported. The return of this product is not expected at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Available information suggests that the physician will likely monitor the situation at this time. Current records suggest that these products remain implanted and in service. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this chronic transvenous right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) detected a single episode of noise on the rv rate/sense channel, resulting in approximately 9 seconds of pacing inhibition. The patient is pacemaker dependent, but did not report feeling symptomatic at the time. All diagnostic lead measurements are stable and within normal range.